Event description:
It was reported that the patient started having syncopal events with asystole and bradycardia and the physicians are not sure what the cause of the events are and are not sure of the relationship with vns as the patient's vns has been implanted for some time and the issues have only started now. No additional relevant information has been received to date.